Manufacturer narrative:
Patient code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). Regarding the report that the patient claimed they felt an infection related to the motor stall, an infection was not confirmed. It was indicated that the doctor did not believe there was an infection and stated the patient tends to make believe stories.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The pump was returned to the manufacturer for analysis on april 18, 2018. Per the device interrogation returned with the device, the pump had been examined on (B)(6) 2018. It was indicated the device had been programmed to deliver 470.3 mcg/day of baclofen. The elective replacement indicator (eri) was at 9 months. The logs indicated a motor stall occurred on (B)(6) 2018 and recovered the next day on (B)(6) 2018. A subsequent motor stall occurred on (B)(6) 2018 and recovered on (B)(6) 2018, followed by another motor stall on (B)(6) 2018 with a "stopped pump period may exceed tube set" message on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at an unknown dose via an implanted pump for an unknown indication. It was reported a pump stall occurred and the pump was replaced on (B)(6) 2018 and would be returned. The event/difficulty occurred on (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue or if any diagnostics/troubleshooting was performed. Other medications the patient was taking at the time of the event were ¿unable to be obtained, not available.¿ the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was unknown, but the rep would follow-up for more information. The patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated in regard to what symptoms the patient experienced related to the reported pump stall the patient claimed they felt an infection. The cause of the motor stall was not determined yet. The patient was on a very high dose prior to the stall, but that dose was unknown. It was noted the stall did not recover and the patient's weight was unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.